Event description:
It was reported a patient experienced a break in aseptic technique further described as made a mistake during peritoneal dialysis (pd) therapy, which caused peritonitis. It was unknown if the patient was hospitalized for the event. The patient was treated for peritonitis with injection vancotroy intraperitoneally (ip) (2gm, stat) and gentamycin ip (20mg, once daily for 7days) and was recovering from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.